Event description:
Product is a beckman-coulter "act5 diff al" hematology analyzer, put in use 2005. This instrument has required over 36 service calls, with about 100 days of "down-time", and is still exhibiting erroneous and unreliable results. This facility processes about 100 outpatient cbc tests per day and must repeat each one 3 to 4 times to insure accurate results. We perform at least 4 times the amount of quality control testing and 10 times the amount of linearity/calibration verification testing in order to report accurate results. The additional expenses, downtime, physician and pt inconvenience, has increased and the MFR has not been able to remedy the situation. The service reports will attest to this ongoing problem, as will the documented additional expenses and cycles run versus actual results reporting.